Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of chronic pain. The patient had recently undergone laparoscopic cholecystectomy for acute calculous cholecystitis. Soon after surgery, the patient experienced chest pain and lower extremity discomfort. They returned to hospital where a deep vein thrombosis (dvt) was confirmed. The patient was started on anticoagulation therapy. The patient¿s chest pain continued, and they further developed breathlessness. A computerized tomography (CT) scan revealed bilateral sub-massive pulmonary embolism (pe) with more distal emboli with triangular defects suggestive of pulmonary infarct. The filter was implanted via the right femoral vein and placed in an infrarenal position without complications. More than thirteen years after the filter implantation, the patient became aware that the filter struts had perforated the inferior vena cava (ivc) and was abutting an organ. The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the medical records, fifteen days prior to the index procedure the patient underwent laparoscopic cholecystectomy for acute calculous cholecystitis, and almost immediately after surgery, developed chest pain and lower extremity discomfort. Upon return to the hospital, deep vein thrombosis (dvt) was confirmed by ultrasound and anticoagulant therapy was started; the chest pain symptoms progressed, and the patient developed breathlessness. A computed tomography angiography (cta) revealed submasssive pulmonary embolism (pe) with pe in both main pulmonary arteries and more distal emboli with triangular defects,particularly in the lower lobes, suggestive of pulmonary infarct; therefore, placement of an inferior vena cava (ivc) filter was recommended. Per the implant records, the right groin was prepped in a sterile fashion. Using ultrasound guidance, the right femoral vein was punctured followed by placement of a sheath and a catheter in the inferior vena cava to perform an inferior vena cavagram. The vena cavagram revealed an inferior vena cava suitable in diameter for placement of a filter with no visible clot. Using fluoroscopic guidance, the optease ivc filter was then successfully placed in the inferior vena cava caudal to the entrance of the renal veins. The were no reported complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and perforation abutting an adjacent organ, becoming aware of these events approximately thirteen years and ten months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and perforation abutting an organ. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. Since no lot number was provided a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and perforation abutting an organ.